Manufacturer narrative:
Device images were returned to gore for analysis; investigation is in progress.

Event description:
It was reported, the physician implanted a 30mm gore® cardioform septal occluder. To treat a patent foramen ovale on (B)(6) 2020. Follow-up imaging (B)(6) day, (B)(6) days, and (B)(6) months post procedure, show the device was well positioned. At (B)(6) months the patient reported, a fever and was not feeling well. Imaging revealed, thrombus on the device. And a frame fracture on the left atrial disc. The physician also, detected a fistula between the left atrium and the aorta. On (B)(6) 2021, the patient was sent to surgery for device removal. And to treat the thrombus and fistula. The patient was doing well following surgery.

Manufacturer narrative:
Updates to field b: describe event or problem. Added field d6a: implant date. A single fluoroscopic image was provided for evaluation. The image shows the left and right atrial discs appear to be on their appropriate sides of the atrial septum. However, without echocardiography imaging, this cannot be confirmed. The right disc appearance is normal. The left disc is abnormally expanded. There appear to be 3 wire frame fractures associated with the left atrial disc. The locking loop has come through the right atrial and center eyelets and is visualized inside of the left atrial disc. With the imaging provided, the cause of the left disc expansion, wire frame fractures and fistula cannot be ascertained. Pictures of the explanted device were provided for evaluation. Engineering evaluation of in situ and explanted images of the occluder confirm, that the left atrial disc was filled with blood or thrombus. And that the left disc frame was fractured in at least three places. The imaging evaluation had also concluded, that the occluder was unlocked. And the lock loop had come through both the right and center eyelet. Since the imaging, prior to (B)(6) months post procedure was not provided. The time of occurrence of the left frame fractures cannot be determined. The fluoroscopic image at (B)(6) months post procedure, shows the frame fractured with the disc in the expanded state. However, the frame fractures are not necessarily associated with the disc expansion, i.e. The fractures may have occurred, prior to the expansion. Overall, the images do not suggest a cause for the frame fractures. However, the frame fractures are the most likely, cause for the fistula formation between the left atrium and the aorta. Though, confirmatory evidence of this is not available in the images and reporting information provided. Since it was reported, that imaging up to (B)(6) months post procedure showed, the device properly positioned. The expansion of the left disc occurred, after (B)(6) months. From an engineering perspective, an occluder disc can fill with fluid if a disc opening is exposed to fluid pressure, significantly than the pressure surrounding the disc. In this case, it could have been higher than normal pressure in the right atrium caused by certain clinical conditions, or the higher blood pressure of the aorta after the fistula was formed. Since the occluder was properly positioned at (B)(6) months post procedure, it is likely the occluder was initially locked. And became unlocked, during the expansion of the left disc. In this situation, it is possible, the expansion of the disc created sufficient (tensile) force to straighten the lock loop enough to overcome the resistance of the right and center eyelets. In summary: the cause or time of occurrence of the left disc frame fractures cannot be determined, by the evidence available. However, frame fracture is the likely, cause of the formation of the fistula between the left atrium and aorta. The expansion of the left disc was likely, caused by either higher than normal right atrial pressure, or aortic blood pressure, after the fistula was formed. The occluder was most likely, locked in position until the left disc filled with blood and expanded. Which occurred between (B)(6) and (B)(6) months post procedure.

Manufacturer narrative:
The gore® cardioform septal occluder instructions for use note device fracture resulting in clinical sequelae or surgical intervention, and device thrombosis or thromboembolic event resulting in clinical sequelae as potential device- or procedure related adverse events.

Event description:
It was reported the physician implanted a 30mm gore® cardioform septal occluder to treat a patent foramen ovale on (B)(6) 2020. Follow-up imaging one day, four days, and 2.5 months post procedure show the device was well positioned. During the 4.5 months follow-up, imaging revealed a thrombus in the left atrium and an occluder frame fracture. A fistula was also detected between the left atrium and the aorta. On (B)(6) 2021, the patient was sent to surgery for device removal, and to treat the thrombus and fistula. The patient was doing well following surgery.